Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: a review of the instructions for use (IFU) confirmed that the labeling contains relevant information and sufficient guidance with respect to the circumstances described in this complaint. No updates to the IFU are required as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of failure to follow instructions following a review of the reported event details, available information, and the absence of returned product analysis. According to the event information, the motor drive unit (mdu) was on during insertion of the device into the patient. The device is not designed to be advanced while rotating, and this condition can increase stress on the catheter, which may result in loss of image. Per the IFU, the mdu must remain off during insertion. Regarding the reported device entrapped air, a cause code of cause not established was assigned. Improper handling, device manipulation, or failure to follow the instructions for use during the procedure could have contributed to the reported issue.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified vessel. The opticross imaging catheter was selected for intravascular ultrasound examination. During the procedure, specifically during insertion, the screen became black when the device was used, and no image was displayed. It was also noted that air was not removed during preparation for flushing. The procedure was completed with another of the same device. No patient complications were reported.